Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: the camera image feed on the screen was cut off during the procedure. No control over the surgical gesture. 15 min of prolongation. No negative impact in state of health reported.

Manufacturer narrative:
*Correction made to section d10. The event is filed under internal karl storz complaint ID: (B)(4).